Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Additionally, the battery gauge was observed to deplete rapidly, which led to intermittent pump shutdowns. Reportedly, the shutdown events caused the customer's blood glucose levels to become elevated. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.